Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), and h11. H4: the lot was manufactured in january 2025. H11: (B)(4) unopened devices were received for evaluation. Visual inspection was performed, and particulate matter (pm) was identified on the white connector of the inlet, white spike connector cap of the inlet, inlet tubing, and inlet tubing and packaging. The observed pm was further described as small black spots, small fibers, small white particulates, and clear spot imperfection. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty nine (29) exactamix vented micro-volume inlets had particles. This was noticed before use. There was no patient involvement. No additional information is available.